Event description:
As reported, product (diifemii016a duraflo coated femflex ii arterial cannula) was inserted by cut down technique on (B)(6) 2013 for ECMO by an emergency patient under cardiac arrest. The physician decided to leave the product in the patient during ECMO from (B)(6) 2013 (7 days). On (B)(6) 2013, 11.30, the nurse noted a leakage of arterial blood from the cannula between the cannula shaft and the connector. There was a hole in the cannula after product change and inspection. Product will be returned. Customer is aware that the use of the product is restricted to 6-8 hours like recommended in the IFU. Otherwise the product is duraflo coated and used for ECMO¿s.

Manufacturer narrative:
Device evaluation is currently under investigation into root cause. The device instructions for use state: warning: this product is intended for a use period of 4-6hrs.  Edwards is evaluating returned product for any deficiencies.

Manufacturer narrative:
Customer is aware that the use of the product is restricted to 6-8 hours like recommended in the IFU. Otherwise the product is duraflo coated and used for ECMO¿s. The cannula was visually inspected and a kink was found at below the overmold hub of the cannula body. The leakage of arterial blood from the cannula between the cannula shaft and the connector could not determine due to the cannula shaft was cut and the connector was not return. The root cause could not be determined. However it should be noted that the device was being used off label. Per the IFU, and labeling the device is not indicated for direct aortic insertion, and the device is only indicated for 6 hours of use of less. The hospital admits that this occurred after 7 days of use. Additionally the hospital stated that they are aware of the IFU recommended time period and choose to use the device for ECMO. Any further corrective actions will be determined in a product risk assessment for off label use of the device. Lot number was not provided, thus a lhr could not be conducted. Trends will continue to be monitored on a monthly basis through the edwards quality systems.